Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that he was recently hospitalized due to a low blood glucose level. Customer reported that he lost consciousness and paramedics were called. Blood glucose level was 32 mg/dl at the time of the hospitalization. Customer stated that the low blood glucose level was due to going too long without food. No further information was provided.